Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative on (B)(6) 2014. "Upon boot up the ventilator alarmed rdxm error and would not cycle." The following information was documented by a carefusion field service specialist in response to a phone conversation with a user facility representative on (B)(6) 2014. "Customer states issues was with exhalation vale assy and has placed the vent back in service." The following description of the event was copied from the user facility maude event report received by carefusion from the FDA on (B)(6) 2014. "Ventilator did not cycle when placed on pt."

Manufacturer narrative:
Carefusion has sent a letter via e-mail to the user facility seeking additional information concerning the reported event and the condition of the patient. As of april 15, 2014 there has been no response from the user facility regarding the event or the condition of the patient. (B)(4). The following information concerning the evaluation of the device by the user facility biomedical representative was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "[Name removed] called and stated the issue was with the flow sensor. Once it was replaced the unit operated to specs and was placed back into service with no further issues. The flow sensor was thrown away." As the alleged fault flow sensor was not provided to carefusion for evaluation, carefusion has been limited with regards to investigation into the reported event. Therefore, carefusion was unable to determine a root cause of the alleged failure of the flow sensor. Historically improper cleaning by the end user has been the largest contributing factor in flow sensor failures. Should additional information became available a follow-up medwatch report will be submitted. (B)(4).